Event description:
User received and reported erroneously low sodium results for multiple patient samples generated from this c501-(c1) analyzer and the other c501-(c2) analyzer at customer site. User said they had received several complaints from doctors stating "sodium results were too low". 11 patient sample results were provided which were discrepant. Sample type is plasma. Samples were sent to another facility the same day for repeat testing on an olympus analyzer which generated higher results. Patient 1, initial gave 124; repeat gave 138 mmol/l. It was not known which c501 analyzer at this site generated the initial result for this patient sample. Patient 2, initial gave 127; repeat on olympus gave 137 mmol/l. On (B)(6) 2010, repeat testing gave 138 mmol/l on c501-c1 and 139 mmol/l on c501-c2. Patient 3, initial gave 125; repeat on olympus gave 135 mmol/l. On (B)(6) 2010 repeat testing gave 138 mmol/l on c501-c1 and 139 mmol/l on c501-c2. Patient 4, initial gave 126; repeat on olympus gave 137 mmol/l. On (B)(6) 2010, repeat testing gave 137 mmol/l on c501-c1 and 136 mmol/l on c501-c2. Patient 5, initial gave 130; repeated on other c501-c1 gave 133 mmol/l. Repeat on olympus gave 136 mmol/l. On (B)(6) 2010, repeat testing gave 142 mmol/l on c501-c1 and 138 mmol/l on c501-c2. Patient 6, initial gave 130; repeated on other c501-c1 gave 131 mmol/l. Repeat on olympus gave 139 mmol/l. On (B)(6) 2010, repeat testing gave 141 mmol/l on c501-c1 and 140 mmol/l on c501-c2. Patient 7, initial gave 130; repeated on olympus gave 140 mmol/l. On (B)(6) 2010, repeat testing gave 141 mmol/l on c501-c1 and 141 mmol/l on c501-c2. Patient 8, initial gave 125; repeated on other c501-c1 gave 133 mmol/l. Repeat on olympus gave 137 mmol/l. On (B)(6) 2010, repeat testing gave 137 mmol/l on c501-c1 and 135 mmol/l on c501-c2. Patient 9, initial gave 118; repeated on other c501-c1 gave 125 mmol/l. Repeat on olympus gave 127 mmol/l. On (B)(6) 2010, repeat testing gave 131 mmol/l on c501-c1 and 129 mmol/l on c501-c2. Patient 10, initial gave 125; repeated on other c501-c1 gave 130 mmol/l. Repeat on olympus gave 136 mmol/l. On (B)(6) 2010, repeat testing gave 136 mmol/l on c501-c1 and 137 mmol/l on c501-c2. Patient 11, initial gave 124; repeat on olympus gave 140 mmol/l. It was reported 259 patients were rerun. Of those 38 reports were corrected. A corrected report was issued if the difference was greater than 5 mmol/l. No patients were adversely affected. Sodium electrode lot number was not provided. The field service representative found a clogged vacuum line on is bath. He cleaned out vacuum line. He performed ise checks, ran calibration and control precision study which gave acceptable results.